Event description:
Pacemaker battery depletion - 6/27/1998 pacemaker ddd replacement and replacement of ventricular lead due to high threshold. This report was prepared pursuant to the requirements of the smda, is inadmissible as evidence, and is not an admission of liability.